Event description:
Once the stent was loaded on the pusher (g21739-oa-10, lot # c2242508), the pusher and the stent could not be advanced through the cap of the scope. The cut on the flap seemed to be cut close to a side port, and possibly caused the stent to weaken. The procedure was completed with another of the same devices and completed successfully without incident. No unintended section of this device remain inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. What was the target location for the stent? Common bile duct please describe the storage conditions of the device prior to use? Per IFU was the wire guide lubricated prior to use? Wire, pusher and stent were all lubricated was the wire guide inspected for damage prior to use? All devices were inspected; no damage outside of the possible flap cut type was the device at the center of the complaint inspected for damage prior to use? Yes were previous procedures carried out prior to placing the complaint device? Sphincterotomy did the patient involved exhibit altered anatomy or tortuous anatomy? No what intervention (if any) was required? None were any other defects observed on the device prior to return? No additional information received on 24-apr-2025. 1.what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? They used the wire included with the g25227 2.what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? As olympus tjf-q190v 3.does the medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. Unknown. 4.was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. (No) 5.how did the physician determine the length of the stent to be used for the procedure? By utilizing his 31 years of ercp experience coupled with fluoroscopic optics 6.did any section of the device detach inside the endoscope or patient? ¿ answered in report as no unintended section of this device remain inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21 aug 2025.

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: 01 x clso-10-7 device of lot number c2156120 involved in this complaint was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 11th jun 2025. Refer to the product return object ((B)(4)) examination of returned device field for lab attendance and lab evaluation notes. Visual inspection: pushing catheter, guiding catheter, stent and introducer returned. Stent examined and damage observed near the flap on the tapered end, stent observed to be rough/pinched at this location. Damage observed approx 2.2 cm from the tapered end tip. No damage on guiding catheter, pushing catheter or introducer. Functional inspection: 0.35 inch wire guide passes through the stent. Pushing catheter and guiding catheter move freely over each other. The reported failure was not observed as clinical setting could not be replicated. However, visual inspection confirmed damage to the stent near the flap on the tapered end, consistent with the customer¿s description. Manufacturing record review: prior to distribution all clso-10-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2156120. A review of the manufacturing records for clso-10-7 of lot number c2156120 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use, which accompanies this device, the product label states the guide wire size for use with this device is 0.035 inch. It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035 inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support during advancement than a 0.035 inch wire guide, this may have increased the risk of improper loading or deformation, especially when passing through tight areas like the scope cap. The user reported the cut on the flap seemed to be cut close to a side port however based on input from manufacturing, the flap position is within product specifications and is not considered a manufacturing defect. There are numerous checks within manufacturing to ensure the measurements of the device are within specification and that the distance to the flaps are within specifications. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA-00022 ((B)(4)) has been initiated from complaints related to user error, in practice a 0.025 inch wire guide was used. Summary: the user reported an issue with 1 unit of lot c2156120 of clso-10-7 device. The user reported once the stent was loaded on the pusher, the pusher and the stent could not be advanced through the cap of the scope. The cut on the flap seemed to be cut close to a side port, and possibly caused the stent to weaken. The procedure was completed with another of the same devices and completed successfully without incident. Confirmed quantity of 1 device, confirmed used. A definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035 inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support during advancement than a 0.035 inch wire guide, this may have increased the risk of improper loading or deformation, especially when passing through tight areas like the scope cap. The user reported the cut on the flap seemed to be cut close to a side port however based on input from manufacturing, the flap position is within product specifications and is not considered a manufacturing defect. There are numerous checks within manufacturing to ensure the measurements of the device are within specification and that the distance to the flaps are within specifications. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Device evaluation 01 unit of lot number c2156120 of clso-10-7 involved in this complaint was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 11 jun 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Visual inspection: pushing catheter, guiding catheter, stent and introducer returned. Stent examined and damage observed near the flap on the tapered end, stent observed to be rough/pinched at this location. Damage observed approx. 2.2 cm from the tapered end tip. No damage on guiding catheter, pushing catheter or introducer. Functional inspection: 0.035 inch wire guide passes through the stent. Pushing catheter and guiding catheter move freely over each other. Lab re- evaluation date: 10 sep 2025 visual inspection: flap at the side port (duodenal end) measures between approx. 13mm to 19mm-therefore it measures approx. 6mm. Lab re-evaluation date: 06 october 2025 visual inspection: cut for the flap at the side port (duodenal end) measures between approx. 13mm to 22mm-therefore it measures approx. 9mm. Per (B)(4) the specified flap length is 7mm +/- 2mm, and the specified distance from the duodenal (distal) end to the start of the cut for the flap is 20mm+/- 1 mm. Based on the measured dimensions, the flap length is within specification, however the distance from the end of the stent to the start of the cut for the flap is not within specification. Lab re-evaluation: 15 jan 2026 visual inspection: measurement distance between flaps of stents measure 72mm - in spec (B)(4) rev004 spec 70mm +/- 5mm. Flap length proximal end (non-side port end) 6mm - in spec (B)(4) rev004 spec 7mm +/- 2. Distance from distal end tip to start of cut 20m - in spec (B)(4) rev004 spec 20 +/- 1. Distance from proximal end tip to start of cut 11mm - in spec (B)(4) rev004 spec 12 +/-1. Following several laboratory re-evaluations, the reported failure was not observed as all stent measurements, including the flap, were found to be within specification. The reported failure was not observed. Manufacturing and engineering input received confirmed that based on the complaint device and tolerances of the dimensions in the drawing procedure specifications that the proximity of the side port to the flap was within specification. An additional file (B)(4) that was originally opened from this complaint has been cancelled as the reported issue of the stent dimensions has been captured under this investigation. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-7 device of lot number c2156120 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the clso-10-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2156120. Instructions for use and label: the instructions for use, ifu0045 which accompanies this device instructs the user to visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per the precautions section of the instructions for use, which accompanies this device, "refer to package label for minimum channel size required for this device." There is evidence to suggest the user did not follow the IFU as information reported confirmed that a 0.025" wire guide was used, however this did not contribute to the reported issue as there was no kinks or defects observed on the stent and catheter that were returned. (Ifu0045) as per update to the management of complaints procedure (B)(4), rev009) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event must be documented in the pms tracker and reviewed as part of post market surveillance image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause for the reported issue may be related to the endoscope used during the procedure. Specifically, if the internal lining of the endoscope was not smooth, this could have impeded the advancement of the pushing catheter and stent through the distal end of the working channel. No damage or defects were observed on the stent, pushing catheter, or guiding catheter that could have impeded advancement. Another possible contributing factor is that the endoscope elevator may have not been fully open, which would have restricted the pushing catheter and prevented proper stent deployment. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the flap on the stent had been cut too close to the side port. Confirmed quantity of 1 device, confirmed used. According to the initial report, there was no adverse effects to the patient. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause for the reported issue may be related to the endoscope used during the procedure. Specifically, if the internal lining of the endoscope was not smooth, this could have impeded the advancement of the pushing catheter and stent through the distal end of the working channel. No damage or defects were observed on the stent, pushing catheter, or guiding catheter that could have impeded advancement. Another possible contributing factor is that the endoscope elevator may have not been fully open, which would have restricted the pushing catheter and prevented proper stent deployment.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-oct-2025.

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required this file is related to (B)(4) and captures 'cut on stent is not within specification'. For details of this investigation please refer to (B)(4). Device evaluation: 01 x clso-10-7 device of lot number c2156120 involved in this complaint was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 11th jun 2025 and re-evaluations on the 10th sep 2025 and 06th october. Visual inspection: pushing catheter, guiding catheter, stent and introducer returned. Stent examined and damage observed near the flap on the tapered end, stent observed to be rough/pinched at this location. Damage observed approx 2.2 cm from the tapered end tip. No damage on guiding catheter, pushing catheter or introducer. Functional inspection: 0.35 inch wire guide passes through the stent. Pushing catheter and guiding catheter move freely over each other. Lab re-evaluation: visual inspection: flap at the sideport (duodenal end) measures between approx. 13mm to 19mm-therefore it measures approx 6mm. Lab re-evaluation: visual inspection: cut for the flap at the sideport (duodenal end) measures between approx. 13mm to 22mm-therefore it measures approx 9mm. Per (B)(4) the specified flap length is 7mm +/- 2mm, and the specified distance from the duodenal (distal) end to the start of the cut for the flap is 20mm+/- 1 mm. Based on the measured dimensions, the flap length is within specification, however the distance from the end of the stent to the start of the cut for the flap is not within specification. The reported failure was not observed as clinical setting could not be replicated. However, visual inspection confirmed damage to the stent near the flap on the tapered end, consistent with the customer¿s description. Manufacturing record review: prior to distribution all clso-10-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2156120. A review of the manufacturing records for clso-10-7 of lot number c2156120 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use, which accompanies this device, "refer to package label for minimum channel size required for this device." The product label states the guide wire size for use with this device is 0.035 inch. It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035 inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support during advancement than a 0.035 inch wire guide, this may have increased the risk of improper loading or deformation, especially when passing through tight areas like the scope cap. The user reported the cut on the flap seemed to be cut close to a side port. Based on the lab evaluation the cut for the flap at the sideport (duodenal end) measures between approx. 13mm to 22mm, therefore it measures approx 9mm. Based on the measured dimensions, the flap length is within specification, however the distance from the end of the stent to the start of the cut for the flap is not within specification as outlined in (B)(4). An additional complaint (B)(4) has been opened to address this issue. However, the cut on the stent would not have contributed to the issue reported by the user. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA-00022 (B)(4) has been initiated from complaints related to user error, in practice a 0.025 inch wire guide was used. Summary: the user reported an issue with 1 unit of lot c2156120 of clso-10-7 device. The user reported once the stent was loaded on the pusher, the pusher and the stent could not be advanced through the cap of the scope. The cut on the flap seemed to be cut close to a side port, and possibly caused the stent to weaken. The procedure was completed with another of the same devices and completed successfully without incident. Confirmed quantity of 1 device, confirmed used. A definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035 inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support during advancement than a 0.035 inch wire guide, this may have increased the risk of improper loading or deformation, especially when passing through tight areas like the scope cap. The user reported the cut on the flap seemed to be cut close to a side port. Based on the lab evaluation the cut for the flap at the sideport (duodenal end) measures between approx. 13mm to 22mm, therefore it measures approx 9mm. Based on the measured dimensions, the flap length is within specification, however the distance from the end of the stent to the start of the cut for the flap is not within specification as outlined in internal procedures. An additional complaint (B)(4) has been opened to address this issue. However as per manufacturing and engineering input the cut on the stent would not have contributed to the issue reported by the user. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10-oct-2025.